Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a yellow wrench alarm when they plugged the mobile power unit into the wall at their hotel. The patient was given a new mobile power unit.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of the mobile power unit not providing power was confirmed via functional testing. The mobile power unit (mpu) (serial number: (B)(6)) was returned for analysis to the service depot and was evaluated and tested on 16jan2023. The unit was plugged into an ac power source; however, the mpu did not power on. The issue was traced to the power supply printed circuit board (pcb). The pcb was replaced, a functional check was performed, and the unit passed all testing. The repaired mpu was returned to the customer and the power supply pcb was forwarded to product performance engineering (ppe) for further evaluation. The replaced power supply pcb was inserted into a test mpu, and the power supply pcb underwent circuit analysis. During testing it was found that the transformer (t1) was electrically compromised. Voltages leading into the transformer were found to be within specification; however, no output voltage was measured from the transformer. Electrically compromised internal components of the mpu can have the potential to activate yellow wrench alarms. The transformer was unable to be replaced. No further testing was conducted. The root cause of the reported event was unable to be conclusively determined through this investigation; however, it is suspected that the transformer is electrically compromised. Heartmate 3 instructions for use ¿equipment storage and care¿ and heartmate 3 patient handbook ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use ¿powering the system¿ and heartmate 3 patient handbook ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 05may2022. No further information was provided. The manufacturer is closing the file on this event.